Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the stm was able to verify the alarms in the iabp¿s diagnostic error log. The stm tested for leaks and found iabp leak free; all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient a leak in the iab circuit occurred on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.